Event description:
This serious unsolicited device case received from united states on (B)(4) 2013 from a consumer. The case involves a (B)(6) female patient, who experienced "uncomfortable feeling over knee cap", "spasms in leg from back and side of knee down to calf" and "difficulty going up and down the stairs" after receiving treatment with synvisc one. No medical history, past drugs, concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with synvisc one injection , at a dose of 6ml, once (route batch/ lot number and expiry date: unk) into both knees for osteoarthritis. On (B)(6) 2013 (one day after the injection), the patient experienced an uncomfortable feeling over her knee cap (right knee). On an unspecified date in 2013, the patient had spasms in her leg from the back and side of her knee and down her calf (right). It was reported that her whole leg (right) was affected. On unk dates in 2013, the patient had a cortisone shot and also received ibuprofen (advil) which helped her little bit but she was really uncomfortable and had deep spasms. On an unspecified date in (B)(6) 2013 (two weeks ago), the patient went on celecoxib (celebrex) which was helping very little. It was reported that it felt like a "stick leg" and she had difficulty going up and down stairs. Corrective treatment: cortisone, ibuprofen (advil), heat, ice, celecoxib (celebrex) for the events of uncomfortable feeling over knee cap and "spasms in leg from back and side of knee down to calf." Outcome: not recovered/not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: intervention required for the events of "uncomfortable feeling over knee cap" and "spasms in leg from back and side of knee down to calf."

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who had an uncomfortable feeling over her knee cap and spasms in leg from back and side of knee down to calf while receiving treatment with synvisc-one for osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however, role of underlying osteoarthritis in causation cannot be ruled out.